Manufacturer narrative:
Lab analysis confirmed an overflow lifting of material at the distal bond but remained intact to the device. Recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). (B)(4). The angiosculpt device was returned for evaluation. Visual examination found an overflow lifting of material at the distal bond. The distal end of the balloon was inverted and the inner member inside the balloon was severely stretched. No trace of blood was inside the shaft, however blood was present between the shaft and the transition tubing (expected outcome). During functional testing, a 0.018" laboratory guide wire was unable to pass through the distal end and inadvertently punctured through the inner member and the balloon. Water was flushed through the inflation port and exited through the distal tip (as expected due to the hole in the inner member and the balloon). No leak was observed on the shaft. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt catheter was used for vaivt. When the catheter was removed outside the body, the physician found blood in the balloon shaft. A new angiosculpt catheter was used to complete the procedure. Note: lab analysis confirmed an overflow lifting of material at the distal bond.

Manufacturer narrative:
The patient codes and device code were not included in the initial MDR.